Event description:
Patient reported an unknown needle mechanism failure. No other details were given as patient was unable to stay on the line to discuss.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.